Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion in the mid to proximal lm and cx arteries exhibiting 70-80% stenosis. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent came off the balloon while positioning the stent in the lesion. The stent had crossed through the lm and cx lesion and while retracting the stent to position for deployment it dislodged from the delivery balloon. The stent was safely deployed and post inflated where it dislodged within the cx lesion. It was informed that a little resistance was felt when advancing the stent. Rotational atherectomy was performed prior to attempted stent delivery. No patient injury was reported.

Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. The stent was deployed with its own delivery system. Cine images did not show the stent dislodging from balloon, but showed positioning then deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the correct lot number for this event is 0008916611. If information is provided in the future, a supplemental report will be issued.